Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: material#: 328418. Batch#: 3100616. It was reported by the consumer that found 2 that clogged last night and 2 that clogged during injection sometime last week. Informed caller to fill and inject as needed. Don't prefill and store them. Verbatim: consumer comments - prefills syringes 10 at a time. Found 2 that clogged last night and 2 that clogged during injection sometime last week. Informed caller to fill and inject as needed. Don't prefill and store them. Catalog# 328418. Date of event (B)(6) 2023 = 2 syringes. Date of event unknown = 2 syringes last week. Sample status awaiting sample.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: material#: 328418. Batch#: 3100616. It was reported by the consumer that found 2 that clogged last night and 2 that clogged during injection sometime last week. Informed caller to fill and inject as needed. Don't prefill and store them. Verbatim: consumer comments - prefills syringes 10 at a time. Found 2 that clogged last night and 2 that clogged during injection sometime last week. Informed caller to fill and inject as needed. Don't prefill and store them. Catalog# 328418. Date of event (B)(6) 2023 = 2 syringes. Date of event unknown = 2 syringes last week. Sample status awaiting sample.